Event description:
As reported, the indicator window on a 6f exoseal vascular closure device (vcd) did not change color even when the entire system was withdrawn and the device was not deployed. After removal, observation of the exoseal vcd found that the distal guidewire loop had not been fully released and no angle was formed. After being left for a period of two to three hours, the guidewire loop completely released on its own. Hemostasis was achieved via manual compression plus an unknown compression device. There were no adverse reactions or reported patient injuries. The device was used for closure of the puncture site after an intracranial aneurysm procedure. Pulsatile blood flow was observed to decrease significantly prior to withdrawal of the system. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.